Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2011-01103. It was reported that during a rotational atherectomy procedure, the burr got stuck in the lesion. The target lesion was located in the severely calcified right coronary artery (rca). The physician successfully ablated the lesion with a 1.25mm rotalink burr and a 1.75mm rotalink burr. The physician then changed the burr to the 2.0mm rotalink burr and upon ablation the "burr jumped into the lesion" and became stuck. An attempt was made to pull the burr out however, was unsuccessful. All devices were left in the patient and the patient went to surgery. The burr was successfully removed from the patient during surgery. No further patient complications were reported and the patient's status is fine.